Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer did not open. The technical support specialist (tss) remotely accessed the cabinet and did not identify any issues with the drawer in the system. The drawers were tested, and during testing, it was observed that a cubie/lid had popped up in the drawer below the one that would not open, which was preventing its operation. After clearing the obstruction, the drawer opened and closed normally. The customer was then able to access the medication without further issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer did not open. The customer stated that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.